Event description:
Five years ago I started to have health issues but for the last 3 years they have been unbearable. I have been to the drs many times and even ended up in a&e and an array of symptoms which no one was ever able to explain to me. Symptoms included: low blood pressure, trouble breathing, shortness of breath, extreme fatigue, heart palpitations, dizziness and vertigo like symptoms, feeling faint, pain in right head, light and sound sensitivity, frequent urination, fever, back / neck/ shoulder chest pain, brain fog. Trouble concentrating, trouble focusing, joint and muscle pain, pain in the heart area, recurring thrush, low libido, food intolerances, I had 3 miscarriages, 1 being at (B)(6) months, none were ever explained. I suffer many more symptoms. I had countless blood tests, urine tests, scans, xrays etc and everything always came back as clear. As you can imagine this was extremely frustrating, I got to the stage where I was going insane as it felt like no one took me seriously and no one could help me. It felt like I was slowly dying and had convinced myself I had some rare disease tht no one had picked up on. Then I found an article about something called "breast implant illness", at first I scrolled past because I didn't think it was a thing. A few days went by and it played on my mind, so I started to read up on it. I was in tears. I read an article about a woman who wrote about her story and it was like someone had written it about me. I felt relief, this was what was wrong with me. I had most of the symptoms on the list, I counted 39, I went back and spoke to my dr and he shrugged and said he had never heard of it. I had my breast implants in for 12 years and I had wanted them out before I heard about this illness anyway, but never in a million years did I think they were making me ill. I looked in to see a surgeon and 3 weeks ago I removed them from my body with mastopexy at the same time. Since removing my implants, all of my symptoms have disappeared. My blood pressure has stabilized, I look and feel 10 years younger and no longer feel like I'm dying. This can't be a coincidence. Why wasn't I told when I got my implants that this could be an issue? Why doesn't my dr know about this? Why are thousands of other women suffering? FDA safety report ID# (B)(4).